Manufacturer narrative:
The account replaced the power control module and now has all functions but the bed is alarming with a code 10-70. The account found contamination on the back of the sidecom board. He cleaned the sidecom board with contact cleaner to repair the bed.

Event description:
The account alleged the bed has no functions, the battery led is off and there is no gci or alarm.